Event description:
A technician reported that a pt who underwent bilateral lasik was diagnosed with severe diffuse lamellar keratitis (dlk) in the right eye, at the one week postoperative visit. The topical steroid drops were increased, and the dlk resolved with treatment. There are two medical device reports associated with this event. This report references the right eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on the company's acceptance criteria. (B)(4).